Event description:
In 2005, the pt's family member called baxter customer service center and reported that the pt called the family member into the pt's room complaining of chest pain and palpitations and the pt appeared to be "gasping for air". Family member reviewed the pt treatment and saw that the pt had three negative uf's in three cyclyes, all of which were in the 200ml range. Family member bypassed the pt remaining treatment and went into a manual drain with a final uf of 1200. That did not make sense to the family member and family member called baxter customer service center for assistance. After receiving the above info, the technical service rep instructed the pt's family member to review the uf's with the pt nurse. The pt was admitted to the hosp in 2/2005 to adjust the pt peritoneal dialysis therapy. Family member related in follow up conversation with product surveillance that family member felt the device may have contributed to their pt's hospitalization.